Event description:
It was reported that prior to starting a da vinci si surgical procedure, one of the connections on the fenestrated bipolar forceps instrument is broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the top bipolar pin was pushed into the back end and the bottom pin was loose. The chassis feature that acts as a hard stop for the pins was not broken. Failure analysis concluded the damage was likely due to mishandled. Electrical continuity testing was performed and passed. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .072 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. There were scratches on the surface of the distal pulley. The instrument was also found with a frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; a frayed cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.